Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 218528.

Event description:
It was reported that the patients leads migrated following a revision procedure of which the leads were not anchored in the midline incision by the physician. The patients revision procedure of replacing percutaneous leads to a paddle lead was aborted due to the scar tissues in the epidural space. The physician explanted all device components. The patient was doing well postoperatively. The leads and the ipg were kept by the medical facility.